Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage space had failed, and the station was displaying a failed hardware message. The customer attempted to recover the failed drawer, but it continued to indicate that maintenance was required. The customer rebooted the device; however, the issue persisted. Additional troubleshooting steps were performed, including shutting down the station by unplugging the power cord from the back of the station and waiting for 2 to 5 minutes, then reconnecting the power plug and turning the station back on. After these steps, another attempt was made to recover the drawer, but the drawer continued to fail. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that confirmed main drawer 6 had required maintenance error. A field service engineer (fse) removed the back panel and found that the sensor light was not on. Then the fse replaced the inseparable with a new one and removed some nonhazardous/non liquid medications that were in between the trays. The customer ran inventory count on drawer 6 and no further issue occurred. The system functioned as intended after the field service engineer repaired the device.